Event description:
Device malfunction: difficulty in retrieving the filter element. Time of malfunction: during the procedure. Symptoms/ae: none. It was reported that during a right internal carotid artery stenting procedure, and during removal of the filter element, the recovery catheter was unable to advance past the edge of some plaque. A non-abbott device was used successfully to recover the filter element. No additional info was provided.

Manufacturer narrative:
Study event. The device was discarded. The lot number was provided. A review of the finished device lot history record did not reveal any non-conformities which could have contributed to this complaint. From the limited incident info and the product was not returned for investigation, the event appears to be related to operational context in which the device was utilized.